Event description:
A cartridge alarm occurred with the pump during its operation. There was no reported adverse impact on the customer's blood glucose level. The customer loaded a new cartridge and resumed using the insulin pump; however, the cartridge was not available.